Manufacturer narrative:
Pt age: unk. Pt weight: unk. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic torn. The lens was returned in liquid. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a 12.6mm micl 12.6 implantable collamer lens into the patient's left eye (os) and the lens tore. The lens was removed during the same surgery and the backup lens was implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted